Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs were provided for further evaluation. No sample was provided. A visual evaluation was performed on the three photographs and it was noted that the tubing was detached from the venous filter. Unfortunately, it is difficult to determine the cause of the detachment via the photo. Based on the evaluation results, the reported defect of detachment was confirmed. A review of the device history records for sl-2010m2096 lot a2200149 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: filter in venous chamber was detached and floating in saline. No injury reported.